Manufacturer narrative:
(B)(4). (B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The mitraclip ntr is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
This is filed to report the clip opening during final arm angle testing and jumping. It was reported that this was a mitraclip procedure treating grade 3 mixed mitral regurgitation (mr). The clip delivery system (cds) was prepared per instructions for use (IFU) and no issues were noted. The device was advanced into the anatomy and the clip was placed on the leaflets. The clip was unlocked until it was closed to 60 degrees. Leaflet insertion assessment was performed and the clip was locked before it was closed completely. While testing of the final arm angle, the arm positioner was turned a half turn in the open direction. The clip was locked, but opened and jumped into the inverted position. The procedure continued with implantation of two clips, reducing mr to grade 1-2. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported mechanical issue (clip open -efaa [establish final arm angle]) and difficult to open or close (clip jumping) could not be confirmed during returned device analysis as no issues were noted. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot specific product quality issue. This event was further reviewed by an abbott vascular medical affairs manager, who concluded that, on fluoroscopy, the clip can be seen to open constantly until a certain angle, then keeping final arm angle for a small amount of time, then opening completely in the inverted position. All available information was investigated and a definitive cause for the reported mechanical issue and difficult to open or close could not be determined in this incident. There is no indication of product quality issue with respect to manufacture, design or labeling.